Manufacturer narrative:
Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿controller, medical device: model #: 1420jp / catalog #: 1420jp / expiration date: unk. Serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device manufacture date: mfg date: unk. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of power to the ventricular assist device (vad) and the controller due to erroneous operation and removal of both power sources. The patient lost consciousness because the circulatory dynamics were dependent on the vad, and their spouse had to reconnect the power source. The patient was hospitalized and while there it was noted that loss of consciousness was due to erroneous operation and double disconnect upon review of data files. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Serial# (B)(6), h3: yes h6:FDA method code(s): b15, b17 bh6:FDA result code(s): c23 h6:FDA conclusion code(s): d11 product event summary: the ventricular assist device (vad) ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Review of the available autolog report revealed a controller power up with an associated pump start event logged on 24/may/2022 at 22:57:00. Prior to the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, an active adapter was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for approximately twenty-nine (29) seconds. As a result, the reported loss of power event was confirmed. Information provided by the site indicated that the patient lost consciousness and was hospitalized. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the controller loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.